Event description:
It was reported by the rep that the devices were used during a laparoscopic splenectomy. The rep reported the pt bled out and died 18 days p/o. Apparently an autopsy was performed to identify cause of death: major hemoperitoneum. There was no known inspection of the staple lines or treated areas. Surgeon told the rep "they did not see the staple lines." Rep was told by the md the pt had other medical problems going on; pt expired at hosp and was hospitalized according the surgeon "for other reasons." Surgeon stated the case was uneventful. Surgeon used harmonic scalpel, lcsc5, on the short gastrics, and 3 firings of atw45 during the procedure.